Event description:
The customer reported that the screen was black and no image was displayed on the monitor. No pt injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was tested and found to be working as intended and put back into service.